Event description:
It was reported that pump declared malfunction alarm 20a during cartridge loading, and customer could not successfully load cartridge despite following prompts and using proper load steps, as the alarm recurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions for putting pump into storage mode, and instructed customer to return problematic pump using pre-paid label within 10 days, which customer acknowledged and understood.